Manufacturer narrative:
Follow up # 1 - date received by manufacturer should be 03/06/2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a patient required removal of the intraocular lens (iol) in a secondary procedure, date unknown, as during the original implant the lens went to the back of the patient's eye. The gender of the patient was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received indicated that the surgeon stated that the intraocular lens (iol) was never explanted nor was a secondary procedure required. He stated he thought the nurse at the facility was confused and misreported this event. The iol is still implanted and the patient is doing fine. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information was received from the physician office stating that the intraocular lens (iol) was implanted in the patient's eye for approximately two months. It was subsequently explanted and a vitrectomy was performed. There was a haptic issue. It was also stated that lens was removed due to dislocated lens. The exact explant date was not provided. No further explant details were provided. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.